Event description:
It was reported that: the homecare provider (hcp) filled an h46 liquid oxygen reservoir at the patient's home. Several hours later, the unit started leaking liquid oxygen onto the floor. The patient called the hcp to report the leak. The patient was unable to remove the unit from the home. The fire department was called to remove the unit. No injury occurred as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. Additional information is not known at this time. Product operating instructions warn: "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts that have been carrying liquid oxygen, can freeze skin and body tissue." "Using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure." Additionally, "if a major liquid oxygen leak from the reservoir fill connector occurs when you disengage the portable unit (that is, a steady stream of liquid oxygen), stay away from the unit and immediately notify your oxygen supplier."